Event description:
It was reported that an ilet user experienced a low blood glucose of 49 mg/dl and self-treated with glucose tablets while on a separate call, reporting sweating as the only symptom and declining further assistance. Symptoms included hypoglycemia manifested by diaphoresis. Outcomes included resolution with self-treatment and no need for medical evaluation or hospitalization. Investigation included user troubleshooting and education conducted by support personnel. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia remained unclear. It was concluded that the event was user-reported hypoglycemia with unclear etiology and no confirmed device-related failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.